Manufacturer narrative:
(B)(4). Catalog #: 485013. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: reason for mesh implantation: cystocele with stress urinary incontinence procedure (s) performed: anterior wall vaginal repair and tvt sling complications post implantation: pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring